Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, placement difficulties occurred. The lead was bent after repeated attempts at placement. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.